Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys t3 results for one patient tested on a cobas e411 rack. The patient's initial t3 result was not reported outside the laboratory. The customer performed repeat testing with the sample. The patient's initial t3 result was 68.05 ng/dl with a data flag. The patient's first repeat t3 result was 115.3 ng/dl. It was reported the customer performed the following system maintenance: cleaned the water tank, changed the pinch valve tubing, performed measuring cell preparations, checked the sample/reagent probe voltage, and performed a mixer check. Reportedly the reagent mixer caused foam to form. The patient's second repeat t3 result was 83.11 ng/dl. The t3 reagent lot number was 533539 with an expiration date requested but not provided.

Manufacturer narrative:
After the service actions, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.